Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was removed and replaced as the physician suspects the lead was not functioning within normal tolerances. No patient complications have been reported as a result of this event.